Event description:
It was reported that at implantation it was nearly impossible to insert the extension in the second channel (8-15) of the ipg. The ipg was replaced. The patient outcome was ok.

Manufacturer narrative:
(B)(4). The device was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.